Event description:
Medtronic received information that 1 day following the implant of this transcatheter bioprosthetic valve, an echo revealed a pseudoaneurysm in the brachial artery and an emergency endovascular therapy (evt) was performed. Disappearance of the aneurysm was confirmed by contrast radiography. The cause of the pseudoaneurysm was unknown. Of note, the femoral artery was used as the access vessel for the transcatheter valve implant. Mild paravalvular leak (pvl) was also reported. No additional adverse patient effects were reported. Additional information was received that prior to the valve implant, a pre-implant balloon dilatation was performed with a 16 millimeter (mm) non-medtronic balloon (vacs).

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26; product lot/serial number(B)(6); product type: heart valve; implant date (B)(6) 2023; explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.